Event description:
Subsequent to the initially filed report, the following is the device issue: it was reported as a general comment that the physician is familiar with how each step feels and foot deployment/pull back (steps #2 and 3) have felt off even in the devices that have worked in this lot. The proglide device achieved hemostasis. The number of patients, procedures, and number of proglide devices used was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedures. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: reg number. The device is not returning for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis and a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused, sterile devices were returned for evaluation. Functional testing was successfully performed with no malfunctions observed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date estimated. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up-report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that sometimes when the device is pulled out and the foot is down, the strings/needles seem to protrude a bit. The physician is familiar with how each step feels and foot deployment/pull back (steps 2 and 3) have felt off even in the devices that have worked in this lot. The proglide device achieved hemostasis. The number of patients, procedures, and number of proglide devices used was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedures. No additional information was provided.